Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. The patient described the area as bruising and soreness but then the patient began to sweat, and their skin started to burn and itch. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a powder for the skin irritation. Follow up indicated that the skin irritation improved.